Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 between 02:30 and 08:00 while wearing the lifevest. A review of the event determined that the patient was treated three times prior to passing. Review of downloaded data revealed the patient experienced an asystole event prior to the treatment events. The lifevest delivered a full-energy 150j pulse at 09:13:23, 9:16:12, and 09:16:47. The patient's rhythm at the time of each shock was asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient did not press the response buttons prior to treatment delivery. The post-shock rhythm for each treatment was asystole, which is a non-life sustaining, non-treatable rhythm. The device was shutdown at 17:02:47. The patient passed away on (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death.